Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided and cause was not known. Reportedly, the customer required third party assistance and was assisted with consuming lemonade to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.